Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked with a piece broken off of the casing so battery cap cannot tighten. No moisture was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump black box showed no power issues. There was no data in pump histories from the time of reported power issue due to continued use. A visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap had stripped threads. The returned battery cap was unable to fit securely to maintain an electrical connection. Using a test battery cap the pump powered on and was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.